Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error 105 which was confirmed but not reproduced. Sys error 105 was observed at power up and caused by a dislodged component on the input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
It was reported that a spectrum pump displayed sys error 105. It was also reported there was no pt injury.